Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer had poor communcation with the ins. It was noted that the insr was able to communcate with the ins. The patient was walked through checking the ins which showed that it was on and had 50% battery. The patient tried placing the programmer directly over the ins, and turning the programmer on/off before syncing, but the issue persisted. The patient also reported that they stopped feeling stimulation when they tried checking settings with the patient programmer. A new programmer was sent to the patient, and they were advised to follow-up with their hcp if the replacement was unable to re-adjust stim and resolve the issue. It was later reported that the patient received the replacement programmer in the mail and that it was still not able to connect with the ins. Follow-up was conducted to obtain more information regarding the loss of stimulation/inability to communicate with the programmer.